Event description:
As reported by the user facility (translation of user facility info by (B)(4)); when an external company for sortation checked in order of b. Braun (B)(4) syringes, (B)(4) damaged single unit packages were found. It was decided to inform customers and to recall the batch. Recall affects only countries within europe/ european union, the batch was not distributed within the USA or canada.

Manufacturer narrative:
(B)(4). The (B)(4) original packed omnifix 20 ml were assigned. The samples were visually tested for damages according to the test method. We detected that every sample has a crack at the paper foil in the upper area. Moreover, we detected that the cavity of the plastic foil is not centered, it is shifted upward. The samples are not within the specification. This defect has not been detected at any other complaint. An inspection of the retention samples of previous and following batches confirmed that only this batch was affected. CAPA (B)(4) was initiated. (B)(4).